Manufacturer narrative:
Evaluation of the returned pod pc confirmed a detached embolization coil and revealed that the pe fibers were fractured. If the embolization coil is forcefully retracted against resistance, damage such as fractured pe fibers may occur, and the embolization coil may detach from the pusher assembly. The root cause of the resistance could not be determined. Further evaluation of the device revealed a kink in the pusher assembly and offset coil winds on the embolization coil. Some of the offset coil winds may have occurred due to forceful advancement against resistance during the procedure, and some of them were likely incidental to the complaint. The kink in the pusher assembly was incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), pod coils, and a lantern delivery microcatheter (lantern). During the procedure, one pod coil and one pod pc were implanted successfully into the target location. While advancing the next pod pc through the lantern, resistance was encountered. Therefore, the physician decided to remove the pod pc. Upon removing almost the entire coil from the lantern, the distal tip of the pod pc became stuck at the hub of the lantern and subsequently, the pod pc detached. The entire pod pc was then pulled out of the microcatheter. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.